Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was prophylactically previously capped and was replaced with a different pace/sense. The pace/sense lead now showed t-wave oversensing (twos) with isometrics. Electrograms showed noise consistent with fracture. The pace/sense lead was capped. The previously capped pace/sense was retested and reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Evidence of noise seen on stored egm episodes. Six episodes between (B)(6) 2014 and (B)(6) 2015 with v-v intervals <(><<)>220ms. Concomitant product: 5076-52 lead; 694958 lead; 419478 lead, implanted: (B)(6) 2006. (B)(4).